Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. Also, the ra lead exhibited noise, low amplitude and was fractured at the time of explant. This lead was explanted and will not be returned for analysis. No additional adverse patient effects were reported.